Manufacturer narrative:
Qn # (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination revealed that the stapler was returned with a fully formed staple and a partially formed staple loaded at the front of the device. The stapler was returned with the trigger engaged, and there were no signs of biological material on the device. The stapler was received with 32 staples left in the cartridge, indicating at least 3 staples were fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Visual examination revealed that the stapler was returned with a fully formed staple and a partially formed staple loaded at the front of the device. Upon full engagement of the trigger, the partially staple fully formed and released; the fully formed staple previously loaded released upon the release of the partially formed staple. The second fire in the air fully formed and released correctly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining 29 staples were fired and were able to engage and close into the simulated skin. No functional problem was found with the returned sample. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - info not provided" could not be confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination revealed that the stapler was returned with a fully formed staple and a partially formed staple loaded at the front of the device. Upon full engagement of the trigger, the partially staple fully formed and released; the fully formed staple previously loaded released upon the release of the partially formed staple. The second fire in the air fully formed and released correctly. The remaining 29 staples were fired and were able to engage and close into the simulated skin. The stapler was returned with a fully formed and partially formed staple loaded, the cause of this could not be determined as it could not be confirmed how the customer fired the stapler and the incident failed to be replicated in functional testing. No functional problem was found with the returned sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "staples were found jamming during use on the patient". No patient injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "staples were found jamming during use on the patient". No patient injury reported. The patient's current condition is reported as "fine".